Manufacturer narrative:
Film evaluation summary: the exact cause of the low placement of the bifurcate during implant, and the resulting proximal type I endoleak, could not be determined from the pre-implant films provided. Images during implant were not available and the reported events could not be assessed, and post-implant CT¿s were also not provided. The returned pre-implant films confirmed that the patient had a challenging neck. It is possible that the conical-shaped neck ranging in diameter from 19 ¿ 29 mm along a 20 mm length, which was also calcified <(><<)>(><(>&<)><(><<)>)> angulated, may have contributed to the lower than intended placement of the bifurcate 5 mm below the renals, which then resulted in the type ia endoleak. This may have also been a procedural / user issue. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that during the procedure the bifurcated stent graft was placed 5 mm below the left renal. It was reported that the physician thought that the stent graft landed at the renal but it must have moved down lower before deploying the suprarenal stent. It was reported that there was a type ia endoleak noted and an endurant cuff etcf2828c49e was placed to resolve the endoleak. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.